Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02759. It was reported that the patient's ipg could not enter MRI mode. In turn, the leads were explanted and replaced, which addressed the issue.